Event description:
Customer states the patient tested 41 mg/dl on inform system 1 and 129 mg/dl on inform system 2 within ten minutes. No treatment information provided. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in inform system 1. Reference medwatch with a1 patient for suspect device in inform system 2.